Event description:
(B)(4). Tingling and numbness down right leg. Excruciating pain in lower back, dental problems, brain shocks, brain fog, insomnia, constant fatigue, feeling that insides being shaken, headaches, dizziness, fainting, cant sit or stand for any great length of time,